Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller, serial number: (B)(6), was evaluated following a system controller exchange. The system controller was exchanged along with the modular cable in use at the time, as the modular cable's outer jacket was damaged. The damaged modular cable is addressed in the modular cable investigation. The system controller event log file was reviewed, and timestamps span approximately 3 hours (08:37:40 to 13:23:16 on 24mar2025). There were no notable alarms found within the log file. The pump maintained a speed within the expected range throughout the log file. The relevant sections of the device history records for the heartmate 3 system controller (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the system controller was exchanged as part of the modular cable exchange and was continued to be used as a backup.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the heart failure clinic for modular cable replacement. The driveline was disconnected from the primary system controller and reconnected to the backup controller. The issue was resolved with the exchange.